Manufacturer narrative:
There were two product part codes associated with this complaint (B)(4) . It can be confirmed from visual inspection that product packaging is damaged.

Event description:
It was reported that the burs had torn through the packaging. No adverse consequences were reported.